Event description:
A malfunction was reported on the customer's pump, but no blood glucose level was impacted adversely. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.